Event description:
It was reported that there was an ¿air in line¿ alarm that occurred. The reservoir volume had been 43.4 ml. The connectors had been confirmed to be tight. The patient had not visualized any air in the tubing. The pump had been powered off, and the cassette latch had been unlocked. The tubing had been clamped, the cassette removed, and the tubing massaged. Bubbles had been present in the cassette tubing. The cassette had been tapped on a hard surface and reattached. The pump alarm had returned upon startup. A hard reset had been performed by removing and replacing the batteries after a 10-second pause. The alarm had persisted upon startup. The pump had been turned off, the tubing clamped, and the patient had been instructed to contact the provider for further assessment at that time. The event occurred while in use with a patient. There was a patient involvement, and no signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.